Manufacturer narrative:
(B)(4). Date sent: 7/22/2020. Batch #unknown. Investigation summary--- the device was received with no apparent damage. Upon visual inspection no gel leak nor other damage was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the timing/detection of the lesion the most likely cause is related to pressure necrosis, shearing forces, and/or chemical/allergic reaction. A distinguishing characteristic of an electrosurgical burn is that tissue damage is apparent at the time of insult or within one hour. Additional information was requested, and the following was obtained: what is the severity of the burn? Second degree; superficial partial-thickness burns injure the first and second layers of skin. What medical intervention was used to treat the burn? Unsure. Are there any anticipated long-term effects from the burn or injury? No. What is the current patient status? Patient has returned home. Where was the location of the pad on the patient? Between shoulder and bottom exterior. Was there anything between the patient¿s body and the pad? One sheet. Where is the location of burn on patient? On the side of her bottom exterior. Any additional photos of the burn? No. What was the exact patient position on the pad? On her side. What was the size, shape, and exact location of the burn on the patient? Medium circular burn on her side cheek. Please follow up on what with the medical or surgical intervention was used to treat the burn? Unknown. How long was the surgical procedure? About four hours. Was anything used on the skin besides the pad? No. Any cleaning or prep solutions on the pad or patient skin prior to surgical procedure in the area of burn? No. Does the patient have any allergies? No. Is this a first time the pad was used or was the pad re-used? Reused. Was there any alarm on the generator during the procedure? No. What generator was used? Vlst10 gen s/n (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a c-section procedure, there was noticed, the next day, that the patient was burned on her exterior. Hospital wants megadyne pad returned for analysis. One device will be returned.